Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4122849; d4. Medical device expiration date: 31-oct-2025; h4. Device manufacture date: 01-may-2024; unique identifier (UDI) #: (B)(4). D4. Medical device lot#: 3289465; d4. Medical device expiration date: 30-apr-2025; h4. Device manufacture date: 16-oct-2023; unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed fibrin and clots in 30% after post-centrifugation. A second and third run of testing with different lot numbers occurred and they still observed fibrin and clots. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 10 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin with the incident lot was observed. Additionally,100 retained samples from each batch number: 4122849, 3289465 and 4236387 were visually inspected, and no additive defects related to fibrin were found as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product for batches 3289465 and 4236387. Quality notification for (spray coating silica) was generated for lot number 4122849; all affected product was scrapped, and all processes and final inspections comply with specification requirements. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure mode of fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed fibrin and clots in 30% after post-centrifugation. A second and third run of testing with different lot numbers occurred and they still observed fibrin and clots. No patient impact reported.